Event description:
Use of complete moisture plus multi-purpose solution. After visitation with eye doctor, I was diagnosed with gpc. In the beginning, it was believed that it was, because of extended contact wear and pollen in the air. However, I only was using complete moisture plus solution. My eyes were extremely sensitive to light, my eyelids were terribly swollen, and it felt as if my eyes were full of sand. It took several days to recover. It was very hard to work, because I work at a computer all day. I am wondering if part of the problem with an adverse reaction to the solution. The doctor told me not to wear my lenses as my corneas had abrasions on them and they needed to heal. I also could not see well at all, my vision was very bad even with my glasses. It was very hard to read at night, I had to sit with my eyes closed and sometimes with a cold cloth over my eyes for several days until they began to heal. The doctor said I did not have the severe infection listed on the recall, but he did prescribe drops for my eyes, a steroid call lotemax. Now, I am using another prescription drop restasis and over the counter lubricating eye drops.